Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported v60 ventilator was alarmed battery failure. There was no patient harm reported.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response. The manufacture's technical support (ts) advised customer to replaced the battery. Ts provided the part number for the battery assembly and the air inlet filter. Multiple attempts were made to follow-up with the customer to obtain the repair information; however, there was no response. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.